Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 type of investigation. The following sections were corrected: h6 impact code. H3: the cause of the patient¿s shoulder dislocation and subsequent closed reduction reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.

Manufacturer narrative:
B3: date of event unknown. D10: (B)(6) - 300-01-12 - equinoxe humeral stem primary press fit 12mm. (B)(6) - 320-06-38 - glenosphere 38mm. (B)(6) - 320-15-01 - eq rev glenoid plate. (B)(6) - 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. (B)(6) - 322-10-00 - humeral adapter tray, +0. (B)(6) - 322-38-00 - 145-deg pe 38mm hum liner +0. (B)(6)- 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6) - 531-78-20 - shouldr gps hex pins kit. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent an initial reverse total shoulder arthroplasty. Subsequently, the patient dislocated and the surgeon did a closed reduction. No further information provided.